Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I was in severe pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("non stop bleeding"), endometriosis ("I ended up having endometriosis") and coital bleeding ("when I did stop, I would start again after sex"). The patient was treated with surgery (hysterectomy in october). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, endometriosis and coital bleeding outcome was unknown. The reporter considered coital bleeding, endometriosis, genital haemorrhage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- coital bleeding, endometriosis, genital bleeding, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I was in severe pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("non stop bleeding"), endometriosis ("I ended up having endometriosis") and coital bleeding ("when I did stop, I would start again after sex"). The patient was treated with surgery (hysterectomy in (B)(6)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, endometriosis and coital bleeding outcome was unknown. The reporter considered coital bleeding, endometriosis, genital haemorrhage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- coital bleeding, endometriosis, genital bleeding, pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.